Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that in stent restenosis and chest pain occurred. On (B)(6) 2020 a percutaneous transluminal coronary angioplasty was being performed on an 80% stenosed target lesion located in the mildly calcified left anterior descending artery (lad). A 38 x 3.00 promus elite stent was advanced to the target lesion and successfully deployed. On (B)(6) 2020 the patient presented with chest pain and an angiography revealed in stent restenosis (isr) in the promus elite implanted in the lad. A different device was advanced to treat the isr and complete the procedure. No patient complications resulted in relation to this event and the patient was reported to be stable at the end of the procedure.